Event description:
The pt was having a bronchoscopy procedure performed. The physician was performing a cytology bushing for tissue collection of a target site. After the cytology brushing for tissue collection of a target site. After the cytology brush was removed, the physician visualized the blue tip of the cytology brush in the bronchial "tree." Attempts to locate and remove were unsuccessful. Chest x-rays and chest CT scans were performed without identifying blue tip of cytology brush. This was probably due to this small size. Not apparent injury or affect to pt. Reported out of an abundance of caution and f/u.